Event description:
It was reported to covidien that a customer had a problem with a dialysis catheter. The customer reports that "the catheter was inserted 2008, in radiology. Two months later, during dialysis, the nurse noticed that there were micro bubbles via the arterial blood circuit and that the pt wasn't feeling well. Hemodialysis was stopped and the catheter was replaced in radiology on guide wire by the nephrologist. The pt went back to dialysis and completed her treatment without complication. The pt recovered. This patient (female) has a severe right internal jugular vein stenosis at the distal 1/3 of the vein."

Manufacturer narrative:
Submit date: 10/14/2008. An investigation is currently underway. Upon completion, the results will be forwarded.